Event description:
Customer reported that a patient who was later identified to have an anti-c did not react with cell 5. Customer was unable to identify the antibody using this panel. Further testing was performed and antibody was identified. No erroneous results were reported.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).